Event description:
It was reported that a patient underwent right total knee arthroplasty on (B)(6) 2013. Subsequently, the patient alleges experiencing popping and shifting of the knee resulting in a need for revision. No revision has been scheduled. No further information has been provided to date.

Event description:
It was reported that a patient underwent a right total knee arthroplasty on (B)(6) 2013. Subsequently, the patient was revised on (B)(6) 2014 allegedly due to implant popping and shifting.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information. Product location unknown.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Manufacturer narrative:
This follow-up report is being filed to relay the revision procedure, which was unknown at the time of the initial medwatch.